Event description:
It was report an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose of 760 mg/dl with high ketones. The customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage and issue resolved on (B)(6) 2025 . The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.